Event description:
Hcp reported the patient presented to the clinic with withdrawal symptoms. The reservoir was accessed and was found to be empty. The hcp filled the reservoir, and programmed a priming bolus of 0.378ml over 23 minutes to fill the pump tubing and intrathecal catheter back up with drug. Hcp called into manufacturer's technical services department and was instructed to stop the priming bolus immediately as the old drug volume still remained inside the pump tubing and intrathecal catheter. The priming bolus infused for approximately 18 minutes and a bolus was given to the patient. Follow up information received from the hcp on 01/30/2007 reported the patient was hospitalized overnight for observation and was reported to currently be home and in stable conidition. Refer to manufacturer report #2182207200700633.